Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed to stay closed and unable to recover. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 on the main station could not be recovered and failed to remain closed. A field service engineer found the latch assembly magnet had fallen out and required replacement with the updated version. After replacing the component, the station was powered back on. The drawer was successfully tested by the customer in both the user application and the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed to stay closed and unable to recover. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device eval by manufacturer. This supplemental MDR was submitted to reflect the correct device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4 was failed to stay closed and unable to recover. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.